Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). A visual inspection was performed and a loose pull cap in sealed pouch was observed. Leak testing, clear passage testing, clamp function testing, torque engagement and integrity of seal surface testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified during visual inspection. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of the catheter connector of the transfer set was detached. This event occurred before use; there was no patient involvement. No additional information is available.